Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The issue could not be duplicated. The stm performed an inspection and the iabp passed all leak tests. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. No patient harm, serious injury or adverse event was reported.